Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device is combination product.device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical study. Same case as MDR#2134265-2013-00430. Same patient as MDR#2134265-2012-07288 and 2134265-2012-07287. It was reported that post a stenting treatment procedure, angina occurred. In (B)(6) 2010, the patient presented with stable angina, and cardiac catheterization was recommended. The 70% stenosed,15 x 3.5mm, first target lesion was located in the proximal right coronary artery (rca). The target lesion was treated with direct stent placement using a 3.50x20mm taxus liberte stent, resulting in 0% residual stenosis. The 70% stenosed, 30 x 3.5mm second target lesion was located in the mid rca. The second target lesion was treated with direct stent placement of a 3.5x38mm taxus liberte stent, resulting in 0% residual stenosis. The following day the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient presented with shortness of breath and was diagnosed with angina. Four days later, a non-bsc 2.25 x 15mm stent was implanted in the obtuse marginal 2 branch and another unspecified stent was implanted in the rca. The next day the event was considered resolved without residual effects and the patient was discharged.

Event description:
It was initially reported that an unspecified stent was implanted in the right coronary artery for treatment of angina. Now it is reported that no interventions were performed on the rca.